Event description:
Eval revealed an intermittent loss of contact between the battery cap and the pump case.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed an intermittent loss of contact between the battery cap and the pump case. Recall # 2531779-8/4/08-001-c.